Manufacturer narrative:
This report is submitted on may 03, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (strength not reported). The device was then explaned on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.